Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head displayed an error message: not compatible when plugging a camera head light piece into a light source. The issue was found during inspection for use. There were no reports of patient involvement.